Event description:
The user reported that the pad stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the pad stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.